Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented remotely via merlin.net transmission, several inappropriate auto mode switch (ams) episodes due to atrial lead noise were observed. Review of all the electrocardiograms (egms) revealed oversensing on atrial channel resulting in inappropriate ams. The patient was brought into the clinic for further evaluation. Programming changes were made. The patient was stable throughout.